Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission reported an explant date in error. The explant date is currently unknown.

Event description:
Patient additionally reported concern with recalled device. Physician confirmed left implant rupture.

Event description:
Patient reported a left side rupture diagnosed by ultrasound. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: material rupture: observed, broken posterior assessed as unidentified (tear) broken and missing side assessed as inconclusive. Shell thickness within specification). Cyst-ndr: not applicable as the event is not related to the device.. Additional observations: yellow particles are observed. No further actions are required as the device was implanted.

Event description:
Patient reported a left side rupture diagnosed by ultrasound. Device remains implanted.